Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, the clip prematurely deployed prior to being advanced down the scope. The case was completed with another resolution clip device . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, the clip prematurely deployed prior to being advanced down the scope. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was not returned. In addition, there was a kink in the control wire near the handle. In addition, the control wire was separated per design. The most probable root cause has been determined to be operational context, as evident by the kink in the control wire. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)